Manufacturer narrative:
(B)(4)

Event description:
It was reported that the physician was attempting to use one resolute integrity stent to treat a lesion in a patient. The device was inspected prior to use. The lesion was situated in the rca and was heavily calcified and tortuous. The lesion was pre-dilated. Resistance was noted when attempting to advance the stent through the tortuous calcified rca. The device broke about 20 cm from the hub. The shaft fracture occurred outside the body. However, the distal part of the catheter was in the body. The procedure was completed using shorter resolute des. The patient is doing fine.

Manufacturer narrative:
Product analysis: there was a detachment on the hypotube 18.5 cm distal to the strain relief. The hypotube was oval and jagged on both sides of the detachment site. There were kinks along the hypotube 29.2 cm, 54.4 cm and 81.3 cm distal to the detachment site, and 1.5 cm proximal to the detachment site . There was no other damage noted to the device. Additional information: no intervention required to remove the distal part of fractured shaft as the shaft fracture occurred outside the body. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.